Manufacturer narrative:
Upon investigation of the actual device used in this incident determined that the malfunction occurred due to a faulty latch. A field service engineer replaced the faulty latch to resolve. Preventative maintenance was performed on the device. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system tower door repeatedly stopped responding causing delays to surgery. The customer reported that the anesthesiologists/certified registered nurse anesthetists were prevented from removing anesthesia kits until after multiple recovery attempts, the sedative medications were finally removed. The customer added that the anesthesia kits were not stored in any other med station, and therefore cannot be accessed from a different location. This issue occurred during normal pharmacy business hours. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: h6 and h10. Upon investigation of the actual device used in this incident, it was determined that tower door 1 fails repeatedly and takes multiple attempts to recover sedative medications. A field service engineer found that the malfunction occurred due to a faulty latch. Replaced the faulty latch to resolve the issue followed by performing preventative maintenance. The system functioned as intended after the field service engineer troubleshooted the device. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 31-jul-2022 to 30-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported by the customer that a pyxis medstation es system tower door repeatedly stopped responding causing delays to surgery. The customer reported that the anesthesiologists/certified registered nurse anesthetists were prevented from removing anesthesia kits until after multiple recovery attempts, the sedative medications were finally removed. The customer added that the anesthesia kits were not stored in any other med station and therefore cannot be accessed from a different location. This issue occurred during normal pharmacy business hours. There were no adverse events or injuries reported based on this event.